Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported that during an initial neurosurgery procedure on a patient on (B)(6) 2018, the surgeon used two ff491t and one ff490t for the three point fixation of the skull. After surgery it was found that the bone flap had detached from the skull at the horsehead, looseness was seen where one ff491t was placed. On (B)(6) 2018, due to the dislocated bone flap, a revision surgery was performed to fix the bone flap. Two ff491t's and two ff490t's were used to secure the bone flap. Additional MFR report #: 9610612-2018-00495. Components in use listed are: ff490t (2).